Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, there are multiple microport nitrix failures of the cement bonding to the baseplate. Surgeon use and continue to use palacos cement for all total knee cementing processes. Surgeon has had most all of the nitrix knees he has done have to be revised due to failure of cement to adhere to the tibial baseplate. The cement adheres to the bone just fine. He expect all of the nitrix knees to fail in the short term. Most all have failed within the first year. He is a 20 plus year surgeon with most of his cases being cemented total knees without failures due to cement. No information about part numbers, lot numbers or quantities have been obtained. Also, it has not been indicated how many events are regarding these failures. Additional information: sales rep provided further information about a case that he is aware of. This is a bilateral case where the patient was small framed female. He is told that exposure was extremely difficult and dr struggled thru the entire case. The cement technique was poor and there was a considerable amount of liquid and fluids present in the wound during application of the cement. He believes both devices required revision in a short period of time following the primary case. These bilateral cases are captured under microport orthopedics reference group numbers: (B)(4) right side and (B)(4) left side.

Manufacturer narrative:
Based on new information, we have become aware of revision surgeries for a single patient captured under microport orthopedics group numbers: (B)(6). Therefore, this incident group (B)(6) has to be voided as it has been confirmed the existence of only those two mentioned surgeries ((B)(6)).